Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor. Cause was not known. Elevated bg was address by correction bolus. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer's blood glucose was 341 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.